Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that the central control monitor (ccm) displayed a 'boot disk failure' message and was blank. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) found that the last time the biomedical engineer replaced the coin cell battery, the pins for the coin cell holder were pushed down. Release testing was performed. The unit operated to the manufacturer's specifications.